Event description:
The clinician reports the implant was inserted (B)(6) 2026. On (B)(6) 2026, loosening of implant not related to bone ingrowth was verified. According to the information, the patient is a smoker. According to the information, the patient has bruxism. At the event, the patient experienced: pain. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.